Event description:
It was reported that during a procedure, the paint of the tibial gap gauge was peeling/flaking off. There were no reported harm or consequences to the patient, and no foreign material was retained in the patient. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2 - foreign: canada the device is not being returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. The product involved in the reported event was not returned for investigation; however, two photographs were provided and reviewed. The first is of the overall tray and is of such poor quality it is not possible to see the reported problem. The second photo more clearly shows the range of 1mm gap gauges within the tray which shows that the colour-coding paint appears to have delaminated from the engraved channels of part marking. Despite the loss of the colour-coded element, the gauge size can still be identified as the engraved part marking itself does not appear to be compromised. Furthermore, the item and lot number for this particular reported gauge could not be seen on the photograph. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.